Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. The customer reported nausea and ketones as well. Troubleshooting was performed, and the insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also reported a crack on the insulin pump near the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.